Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "while priming the line, noticed leaky tubing on the top of the cassette." Injury/adverse reaction: no. Medical intervention required: no. Active infusion stopped: no. Process step where the problem occurred: set-up. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. It was not possible to perform primary and secondary bolus prime due to during priming process liquid was dripping probably from the secondary port of the cassette. Microscopic examination revealed a crack at the secondary port. The customer complaint is confirmed. The root cause could be related to overinsertion of the secondary port leading to leak. An internal investigation was opened to address this issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a28018 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.